Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she changed her site but she cannot get her pump to do a 5.0 unit bolus. Advised customer how to get to the bolus menu and to select manual bolus. Customer¿s blood glucose was 418 mg/dl. Customer stated that she was in a rewind loop because she was not disconnected when the pump was prompting her to fill tubing. While customer went through the prime process, she had a bg reminder set and was unable to esc from it. Advised her to go ahead and check her blood glucose so that she could get past that screen then enter in the 5.0 unit bolus once it was cleared. She decided to use manual bolus and declined troubleshooting for the high blood glucose. The customer treated with the pump. The pump will not be returned for analysis.